Event description:
Customer's son reports customer received high blood glucose result of 235mg/dl with low blood glucose symptoms while using the advantage system. Son reports customer passed out a couple of minutes later. Son reports he treated customer with orange juice. Son reports customer tested using a different consumer meter with a result of 43mg/dl. Son states he took customer to the ER; was given orange juice and admitted to stay overnight. Son does not know readings or treatment received at the hospital. No controls were run during the event. A request was made for return of the suspect product and a replacement was sent.